Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer experienced a blood glucose (bg) level of 50 mg/dl. The customer consumed carbohydrates to address bg level. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.